Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported " right flat implant." Device remains implanted.

Event description:
Healthcare professional reported, "right flat implant". Healthcare professional, later reported, "hole @ port" and "partially deflated". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening in valve side assessed, as cracked valve seat diaphragm valve. And one opening on the anterior assessed, as surgical damage. Additional observations: wear abrasion is observed, crease is observed, white particles on device inner surface are observed.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4.

Event description:
Healthcare professional reported " right flat implant." Device remains implanted.

Event description:
Device has been explanted.